Manufacturer narrative:
Document review: quadra h cementless femoral stem size 4 lat ref. 01.12.034 / lot 101076 (35 stems produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. Thirty-four items belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidence that the event is device related.

Event description:
Ref imp# (B)(4).